Event description:
Additional provided information stated that the mpu had a locking cord and there is no report of the cord coming loose from the wall or unit. There were no environmental factors.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm on the mobile power unit (mpu) was confirmed via the log file. The mobile power unit (mpu) (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 2 days ((B)(6) 2020 per time stamp). A no external power alarm was active on (B)(6) 2020 between 09:37:02 ¿ 09:37:26 due to a loss of ac power to the mpu. The alarm cleared shortly after activating. The backup battery provided power to the system during this event. Pump operation was not affected. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the mpu was found to pass all manufacturing and qa specifications prior to being shipped to the customer on 19feb2020. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number #2916596-2020-03243. It was reported that the patient's batteries were prematurely drained after connecting to them, even after he replaced it with a fully charged battery. When patient connected to mpu instead, it shorted out. Patient received a replacement backup controller and new mpu. There was no visual evidence of broken pins on the controller side or the patient power cable/mpu. Log file confirmed low voltage events and a no external power event as result of black and white power leads disconnecting.